Event description:
It was reported during the first axon surgery by the doctor, he changed 3 out of 4 locking caps (because of a bad positioning in spite of total respect of the surgical technique) and at this removal, there were titanium filaments with locking caps. The customer did not keep the locking caps and they do not know the lot number. It was reported the surgeon placed the locking caps with the guide to make an anticlockwise rotation in order to position the locking caps in the screw head. Despite this, 3 of 4 locking caps were not in the axis of the screw so unscrewing for repositioning. During the unscrewing of 3 of the 4 locking caps, it released titanium filaments in the operating site. So the surgeon changed the locking caps and made the procedure with excellent positioning. All filaments were removed from the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.